Event description:
A physician reported the death of a pt, 36 hours after being seen in the clinic for gastro-enteritis. The report indicated a medisense 2 blood glucose meter was used to determine the blood sugar of the pt. A reading of 109 mg/dl was obtained and based on that reading, the two doctors treating the pt ruled out a diagnosis of diabetes. The doctor's reporting of the event described the pt as "dry" indicating possible dehydration or euglycemic ketoacidosis. The physician describes using the device with confidence both before and after the reported event and expressed confidence and commitment to the meter.